Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -12.00\+4.00\80 (sphere/cylinder/axis), implantable collamer lens was noted to be damaged after opening the vial. A replacement lens was implanted and the problem resolved.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with debris on the lens. Visual inspection found the lens optic torn, haptic torn, and bent with debris on the lens. Claim#: (B)(4).